Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, device foot gum worn out, front panel scoop socket cracked, illumination light leaks from the output connector even when the scope is not connected, and lamp failure (e.g. Lamp is broken or lamp is out of gas). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a evis exera iii xenon light source for exhibiting lamp error. Upon inspection and testing of the customer returned device, the light source exhibited lamp failure (lamp broken or lamp out of gas). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the gas leakage was presumed to be due to a crack pointed out by the repair department. The cause of the crack could not be estimated. Olympus will continue to monitor field performance for this device.